Event description:
It was reported that the insulin pump's battery would not charge, despite attempts with different wall outlets and adapters. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The issue was not resolved as the pump was out of warranty, and no replacement was provided.